Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the distal end light guide glass is chipped, the rear end light guide bundle is folded and damaged and the up-board shell is corroded based on the investigation results, a probable cause for the customer¿s allegation of a dark image could not be determined. However, the distal end light guide glass was found chipped, likely due to a failure of the distal end cover glass. Additionally, the rear end of the light guide bundle was found folded and damaged, indicating a failure of the light guide bundle. The up-board shell showed signs of discoloration and corrosion, which is attributed to a failure of the up case. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had dark image. This issue occurred at reprocessing. There were no reports of patient involvement.